Event description:
It was reported that intermittent cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.